Event description:
The caller reported that the tube was placed in the patient sometime in (B) (6) 2009 and sometime in (B) (6) 2009, it failed and was removed and replaced. The caller stated, the removed tube had a leak in the pilot balloon line. The caller reported that the patient's tubes are not replaced according to any schedule, or within the twenty-nine days as instructed by manufacturer's directions for use. The tubes are left in the patient indefinitely until a failure is detected.